Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow does not respond to button presses and the other buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened and moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to allege a keypad malfunction. The reporter stated that the patient was swimming the morning of (B)(6) 2012. When the patient emerged from the pool there was an attempt to bolus and the patient noticed a loss of prime warning being displayed. The reporter attempted to change the cartridge and tubing three times. When the pump was rebooted, all of the keypad buttons were unresponsive. Reporter denied any damage to the keypad or pump trauma. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.